Manufacturer narrative:
No issues were observed with the cannula, adhesive pad, or bottom housing that would contribute to skin irritation. The exact cause of the reported infusion site irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the abdomen between 36 and 48 hours, the site was red, warm, which became infected and the blood glucose (bg) levels reached 16 mmol/l (288 mg/dl). The patient contacted the diabetic nurse who prescribed a nasal ointment (bactropan) to be used 3 times a day until the infection is gone.